Event description:
It was reported that a homechoice (hc) machine filled the home patient (hp) twice without draining during therapy. The registered nurse (rn) insisted on a swap of the machine as they were having multiple other issues with the hc, including having a low drain volume alarm. The hp had bypassed this alarm which sent the hc into another fill cycle. After the second fill, the hp felt uncomfortable and performed a manual drain, filling two drain bags. The volume of the drain was unknown. The hp felt relieved afterwards. The technical service representative (tsr) arranged with the rn to swap the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A review of the device log did not confirm the reported issue. The device passed functional and electrical testing. A short simulated therapy was performed successfully on the returned device. All pressures were found to be correct and stable. An internal inspection revealed no issues with the device. The problem could not be duplicated or confirmed. The device was found to meet all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The reported issue was not confirmed and the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.